Event description:
It was reported that when a ventilator had a severe occlusion alarm, a waveform was not displayed. The patient was then transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and was unable to duplicate the error. There were no error codes in the diagnostic logs. The cse then ran all calibrations and testing. All tests passed per manufacturer specifications .